Manufacturer narrative:
A manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that a tampon unraveled during removal and pieces remained inside the body. This event occurred with one tampon. Attempts were made on (B)(6) 2018 and (B)(6) 2018 to contact the consumer for more information, but no answer was received. On (B)(6) 2018 another attempt was made to contact the consumer for more information, in which she stated she is confident that no pieces remain inside her body. She did not seek medical assistance, and has no plans to do so. No further information is available at this time.